Event description:
Upper extremity pack sopocuxsrb with 10 raytec. 10 were banded and 1 was free. Raytecs were removed from the field and a new pack given to the field. Manufacturer response for upper extremity pack containing sponges, upper extremity pack (per site reporter).